Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal cloudy effluent without definite diagnosis of peritonitis. The breach in aseptic technique was further described as the patient did not clean the area before starting the pd therapy. It was not reported if the patient was hospitalized; however, the patient was treated with unspecified antibiotics for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.